Manufacturer narrative:
H3 other text : device was returned to third-party service center.

Event description:
The manufacturer received information in relation to a dreamstation auto bipap. There was no report of serious or permanent harm or injury. During evaluation of the device at a third-party service center, the device logs were downloaded and 0 error was found. Corrosion in device was found. The unit was found to be running. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto bipap unit. The device was returned to a third-party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded. Device logs were downloaded and 0 error was found. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.